Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: there were no issues noted with the 3.5x22mm onyx trucor stent implanted in the lad. The 3.0x15mm onyx trucor coronary drug eluting stent was unable to pass the lesion and the stent was noted to be deformed after it was removed from the patient. Image review: one still image was received for analysis. Image depicts the distal end of an onyx trucor device held in a gloved hand. Deformation is evident to the stent wraps with struts lifted. Correction: a 3.5x22mm onyx trucor was initially implanted in the left anterior descending (lad) and deployed at 14 atm for 5 seconds and the balloon was inflated again at 14 atm for 3 seconds. A semi compliant 2.0x20mm balloon was then inserted into the lcx and inflated to 14atm for 5 seconds prior to the attempt to implant the 3.0x15mm onyx trucor. The lcx lesion was was dilated with a 3.0x15mm non compliant non-medtronic balloon at 18atm for 3 seconds and 20atm for 3 seconds. The balloon was removed and the procedure was completed with a 3.0x16mm non medtronic stent implanted in the lcx. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Please note that this device (onyx trucor) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (resolute onyx rx). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one onyx trucor coronary drug eluting stent, stent deformation occurred in vivo during positioning/advancement. The target lesion was located in the mid circumflex (cx) artery which exhibited mild tortuosity and mild calcification. The device was inspected prior to use and negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Excessive force was not used during delivery. The device was unable to pass the lesion. The procedure was completed with a non-medtronic device. No patient complications have been reported as a result of this event.